Event description:
Ous MDR - between (B)(6) 2010, a competitor's home monitoring system showed increased impedances (over 2000 ohms). The rv-lead impedance was around 600 ohms up to (B)(6) 2010 but it began to increase from (B)(6). In (B)(6), it became over 2000 ohms and 13,000 ohm in (B)(6) 2010. Because of the observed impedance problem, in-office follow up was organized. However, no peculiarities were observed in sensing and amplitude. No noise was observed. The threshold showed slight increase from 1.0 to 2.0. (B)(6) 2010, during a regular in-office check, the lead impedance was still 13,000 ohms. The threshold was additionally increased up to 4.0 and short-vv counter increased up to 25. On (B)(6) 2010, the lead was found fractured and was capped. A new OEM rv-lead was implanted instead. There were no adverse patient effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.